Event description:
X-ray showed fractured prosthesis. The prosthesis was broken at the junction of the body and proximal stem, size 6. The proximal and distal tunnels for the prosthesis were in good condition and did not need revision.